Event description:
It was reported to co that the adhesive that holds the mounting brackets to the nuclear medicine cradle extender may fail under excess force (such as from sitting or leaning on the extender). This would cause the extender to not fit as tightly to the table, and may cause it to slip off the table or not support the weight applied to it. No injury was reported. Warnings are provided in the operator manual and on the extender.